Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients implantable cardioverter defibrillator (ICD) delivered an inappropriate therapy for supra ventricular tachycardia (svt) which the device detected as a ventricular tachycardia (vt) event. Follow up was conducted and reprogramming was completed. The device remains in use. No further patient complications have been reported as a result of this event.